Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device is on black screen and offline in rss. The field service engineer r replaced t-board and retractor band. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system is on black screen and offline in rss. The customer stated that the customer reported station not turning on, showing offline in rss and black screen. They tried to restart the station but issue still persistent. There were no adverse events or injuries reported based on this event.